Manufacturer narrative:
Examination was not possible, as the product were not returned. The investigation was limited to review of the info provided, as the lot numbers required to review the device history records was not provided. A two-year search of the complaint database found no prior reports for all reported product numbers. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specs or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address mrsa infection.